Event description:
It was reported to philips that the device fails the operational check at the therapy test. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) found the device was not delivering shock. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.